Manufacturer narrative:
Correction: b5. Desc evt problem e. Initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Application version: 4.2.3, host tablet os version: 18.5.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application experienced multiple display and functionality issues, it was not possible to capture a screenshot of the injury current, the sensing values appeared to freeze after a few beats on both the atrial and ventricular channels and no atrial or ventricular electrograms (egm) were displayed could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure, the mobile programmer application experienced multiple display and functionality issues. It was noted that when switching from the analyzer to the pacing system analyzer (psa) screen, it was not possible to capture a screenshot of the injury current, and the sensing values appeared to freeze after a few beats on both the atrial and ventricular channels. Threshold testing was completed successfully; however, the sensing values did not update. Upon returning to the analyzer screen after lead fixation, no atrial or ventricular electrograms (egm) were displayed, only continuous dotted lines, preventing further threshold testing. Troubleshooting steps were taken to include ending the session and reinterrogated the implantable device once it was implanted in the pocket, at which point the egms reappeared, though the r-wave amplitude differed significantly from the original psa values. No patient complications have been reported as a result of this event.